Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure where tvt was used? The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? What were current symptoms following the index surgical procedure? Onset date? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? It was reported that ¿tapes recovered. If no improvement or removal vaginal portions of tapes.¿ please advise: describe medical/surgical intervention for exposure including dates. Please provide the date. What were the findings on reoperation? Was the exposed mesh excised? Does the tvt remain implanted or was the device completely removed? Does the I-stop remain implanted or was the device completely removed? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient has a history of retropubic mesh insertion of I-stop. Following the procedure, the patient experienced extruded mesh leading edge midline vagina, pain and uti¿s. It was reported that the meshes were recovered and "if no improvement or removal vaginal portions" of meshes. No additional information was available.